Event description:
The customer reported via phone call that she was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 1100 mg/dl at the time of the hospitalization. Customer was dehydrated and vomiting. Customer was released on monday. Customer stated that she drove home and was sick when she arrived. Customer called the doctor and was taken to the hospital. Customer also had a past hospitalization on (B)(6) 2015 with a blood glucose of 27 mg/dl. Customer had low blood glucose and had to stay for 3 days. Customer stated that she is the hospital today again but not due to diabetes. Customer stated that it was not related to her blood glucose, the insulin pump, or treatment. Customer was wearing the pump at the time of both hospitalizations. Customer stated that she has a virus and is dehydrated before the call ended.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-19155.